Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2018 and suture was used. The suture was detached from the needle during use. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/25/2018 evaluation: an empty opened foil, a labeled winding former with a parked needle/suture, a parked detached needle, and unopened samples were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined and the insertion end was measured, but did not meet the requirement. In addition, a functional test was performed on the other end and the pull force met the requirements. Unopened samples were examined, and no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected. However, the second representative sample presented a detached needle of an end. The suture was examined, and the insertion end was measured and did not meet the requirement. No defects or needle pull were noted for the other sample. A functional test was performed on an end and the double armed and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per condition of the opened sample received the assignable cause of pull off suture needle is a short insertion. Per the condition of a representative sample received, pull off suture needle was found on the sample.